Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was 4.3 mmol/l. The customer stated that the batteries are empty within a few days. The customer stated that the pump does not alarm correctly for low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with high sleep current, problem isolated to printed circuit board. However, device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.